Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cardiovascular/cardiogenic shock. An autopsy was not performed. The patient was unable to be weaned from extracorporeal membrane oxygenation (ECMO) support. It was determined that the patient's death was not device-related. The device was not explanted and the device will not be returned.

Manufacturer narrative:
Main investigation conclusion: a direct relationship between the device and the reported cardiogenic shock could not be conclusively determined through this investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.